Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker complained of muscle stimulation. The physician was able to recreate at 2 volts. A right ventricular (rv) lead fracture was suspected and surgical intervention was performed. The rv lead model 4457 was capped and replaced with model 4471. Three weeks later the patient again complained of muscle stimulation. The physician was able to recreate at 2 volts. The device was reprogrammed to prevent rv pacing. The physician plans to surgically intervene and replace the device due to suspected header issue. All available information indicates that as of today this device remains in service.